Event description:
The customer was hospitalized for diabetic ketacidosis. The customer had changed the infusion set on the day prior to being hospitalized. All the programming on the insulin pump was correct and no alarms were found.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therfore, consider this report complete to the best of our knowledge.